Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system will not power up after the tech room became hot. Fse was dispatched to onsite, but the customer found the issue, therefore no onsite service required. Customer found that the a/c unit for the equipment room was the problem. Upon further inspection, the belt on the fan drive motor came off and the a/c stopped cooling. Customer replaced the belt and the room cooled down. After that, the system was returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no new malfunction of the system will not power up after the tech room became hot. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not power up after the tech room became hot. The device was not in clinical use. No patient or user harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.